Event description:
It was reported that there were high thresholds over time in both unipolar and bipolar. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1488tc-46 competitor lead, implanted: (B)(6) 2002. (B)(4).